Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a moderate bleeding event. The target nodule was located in the right lower lobe. Tools utilized for biopsy included a 21g flexision biopsy needle (5 passes) and super d transbronchial biopsy forceps (10 passes). The patient started to bleed on the 10th forcep pass as noted upon retracting the catheter back for bronchoalveolar lavage (bal), which was performed after the final biopsy pass. Pure blood was aspirated as the bal was performed. The estimated blood loss was about 200 milliliters. The physician then used a regular bronchoscope to lavage and remove clots from the area. The source of the bleeding was from the right lower lobe nodule and the associated artery. Cold saline was used until hemostasis was controlled. The procedure was terminated after the bleeding episode. The physician and anesthesiologist decided to keep the patient intubated and sent the patient to the intensive care unit (ICU) for monitoring. The bleeding did not recur, and the patient was extubated the next day. The patient did not require blood transfusion. The patient was hospitalized for 7 days for gynecology and oncology reasons. The biopsy results were consistent with metastatic endometrial cancer. The patient did not have any comorbid conditions that would have caused or contributed to the bleeding, and the patient was not on any blood thinners. The physician believed that the cause of the bleeding was not ion related, but rather attributed to the transbronchial biopsy procedure; the bleeding would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the periprocedural bleeding cannot be determined. The physician believe that the cause of the bleeding was not ion related, but rather attributed to the transbronchial biopsy procedure; the bleeding would have likely occurred via another modality. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.